Manufacturer narrative:
(B)(4). Investigation result of stent kinked. A visual evaluation of the returned device found that the stent was kinked along the 3rd hole and its shaft was bent wide. The stent was also kinked approximately 8cm from the other end which likely occurred during removal of the stent. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the stent, causing difficulty deploying the stent. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a c-flex¿ biliary stent was used during a drainage procedure performed in the biliary duct on (B)(6) 2015. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Investigation results revealed the stent was kinked, therefore, this event has been deemed an MDR reportable event.